Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/03/2016. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of (B)(4) (product complaint level 2 and level 3 investigation procedure). The customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On 01/03/2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride (cl), sodium (na), potassium (k), blood urea nitrogen (bun/urea), and total carbon dioxide (tco2) result on a (B)(6) year old female patient presented with jaw pain. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is available for investigation. (B)(6). (B)(6).